Manufacturer narrative:
Investigation: visual inspection: deposits in the outlet spout of shuntassistant 2.0 were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The shuntassistant 2.0 is operating not within the specified tolerances in the vertical position. An accelerated outflow was detected. During the test were proteins flushed out of the shuntassistant 2.0. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow at the shuntassistant 2.0 at the time of our investigation. Detected deposits were the cause of the accelerated outflow. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
T was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 70 centimeters (cm). Weight: (B)(6). Gender: male.